Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ebus tbna (endobronchial ultrasound-guided transbronchial needle aspiration) with bronchoalveolar lavage (bal), the tip of the single use aspiration needle broke off inside the patient¿s lung. The needle tip was retrieved with forceps and the procedure was completed.